Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were two events of appropriate shock therapy noted due to ventricular fibrillation (vf). Following the therapy, there was decreased pacing lead impedance (pli) noted on the left ventricular (lv) lead. No intervention was performed, and the patient was stable with no consequences.